Event description:
It was reported that the device entered backup mode due to an unknown reason following an implant procedure. Abbott technical support was contacted and the device was restored with a firmware download. The patient was in stable condition.